Event description:
In 2008, the patient reported he has been experiencing repeated e4 (occlusion) messages on his insulin infusion device. He stated he is able to successfully prime the tubing, when he initially begins using the tubing but after a few days, he gets an occlusion message. He said he then tries to prime through the tip of the tubing, but is unable to do so. He stated he changes his insulin infusion headset every 68 hours and his tubing every other headset change. He said the infusion sets do not appear to be physically damaged. Troubleshooting did not find any product issues. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.